Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide#(B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was concern for enterococcal bacteremia. Transesophageal echocardiography (tee) was negative for endocarditis. It was reported that the source of the infection was "possible lvad infection" but no evidence of this has been documented. There was a positive sputum culture only. There were unspecified changes to the patient¿s medication. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no further events have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.